Manufacturer narrative:
A meningitis was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the meningitis was not device related.

Event description:
Subject developed new onset right neck pain, nausea, paraesthesia legs, low grade fever 37.8 degrees celsius. Reviewed by dr and diagnosed with early meningitis secondary to epidural leads. Leads were removed.